Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported mild superior diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Patient was instructed to use topical steroid drops six times a day in the left eye. Upon follow up, dlk is reported to be resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is (B)(4).